Manufacturer narrative:
The contract service representative evaluated the device and verified the reported problem. The inductive resistor assembly overheated and melted the rear case assembly. After replacing the inductive resistor and rear case assembly, proper device operation was confirmed through functional and performance testing . The device was repaired and returned to the customer for use. The device or removed assemblies were not returned to physio-control for analysis. Hence, further cause for the reported problem could not be determined.

Manufacturer narrative:
(B)(4): the device was not returned to physio-control for analysis/repair. The third party service provider is in the process of repairing the device. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During performance inspection, the third party service provider observed that the device logged several event codes in the memory and the inductive resistor overheated and showed signs of heat damage. The device was likely unable to deliver defibrillation therapy in the reported condition.